Event description:
It was reported that a secondary infusion of 250ml of vancomycin was noted to be free flowing into the primary bag of 1000ml of ns while connected to an adult patient. The line was clamped and there was no harm to patient.

Manufacturer narrative:
The customer¿s report that the secondary infusion free flowed was confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. Backflow due to a faulty check valve was observed during functional testing. The root cause of the secondary infusion free flowed was a backflow issue due to a faulty check valve.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that a secondary infusion of 250ml of vancomycin was noted to be free flowing into the primary bag of 1000ml of ns while connected to an adult patient. The line was clamped and there was no harm to patient.